Event description:
It was reported that the patient presented for an implant procedure. After re-interrogating the leadless pacemaker once a firmware upgrade was performed during the procedure, the device was found in read only memory (rom) mode. The device was retrieved, and a new one was implanted. The patient condition was stable.

Manufacturer narrative:
Reported event of firmware update related reset was confirmed. The device was in rom operation mode upon receipt. The device was above elective replacement indicator (eri) upon receipt. Analysis of device after restoring back to ram mode indicated that device was within normal range of operation. Further analysis performed showed normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. During firmware upgrade, device was put into rom mode on purpose while the ram code is getting the upgrade. The rom alert will trigger if the customer re-interrogates the device too quickly after upgrade because the device is still completing its device health check. This is a known observation, and training has been provided to the field. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.